Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
The patient had a limited response to the baclofen therapy since the catheter replacement in (B)(6) of 2013 (see manufacturer¿s report # 3004209178-2014-06030). They had been increasing the dose since that time. There had been no volume discrepancies; volumes had been consistent with a 1-2% variability. The patient had some falls (dates unknown) during this time with increased spasticity. The patient had increased spasticity in (B)(6) of 2014, but no confirmation of a fall at that time. The patient fell in (B)(6) of 2015 and the spasticity increased. The patient had an x-ray done of the catheter recently and the radiologist commented that it was felt that the catheter was fractured. The physician was questioning this finding due to the fact that the patient had the catheter replaced in (B)(6) 2013 and part of the old catheter was left implanted. A CT scan of the catheter was being considered. The device system was delivering baclofen. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.